Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a high out-of-range shock lead impedance measurement which was detected via patient's remote monitoring system. Further, patient was checked in clinic and got around impedance measurements were within range. Patient did arm movements but no noise reproduced. Other vectors were tested with the best results in the triad so it was set back to the triad configuration. The physician opted to monitor the patient and will consider further testing if needed. Subsequently, the cause of observation has not been identified. The system remains in service. No adverse patient effects were reported.